Event description:
It was reported that a patient was revised approximately one year five and a half months post implantation due to tibial loosening. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented (cr) standard right size 5, item# 42502605802, lot# 64961515, articular surface (mc) right 10 mm height, item# 42522100310, lot# 64961408. Report source: japan. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.